Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name: (B)(6). E1 initial reporter : (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the drive manifold needed to be replaced. After replacing the part the unit passed all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).